Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while on a patient, the anesthesia workstation generated alarms for high airway pressure. There was no patient harm. (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated on site by the local distributor and nozzle units from all 4 gas modules were replaced. The replaced parts have not been returned for investigation. The nozzle unit is a part of the gas modules that regulates the inspiratory oxygen gas flow to the patient. An evaluation of the logs confirms the reported event. Pm is performed every 5000 hours of operation or at least once a year. The nozzle unit has a predetermined lifetime and is replaced at the extended pm every second year (24 months interval). It is possible that any of the replaced nozzle units contributed to the reported issue but without having been able to investigate any replaced parts, we are not able to determine the true cause of the reported event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).